Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported blood glucose level was "high" on the continuous glucose monitor with trace ketones. Elevated bg was address by correction bolus via pump. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer successfully resumed insulin deliveries.